Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On the same day as the onset, the patient was hospitalized for the peritonitis. The cause of the peritonitis, treatment for the event, and the patient¿s outcome were not reported. While hospitalized, the patient¿s pd catheter was removed and the patient was switched to hemodialysis. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported the patient was treated with unspecified antibiotics for the peritonitis event. The cause of the peritonitis was due to ¿abscesses in the intestine burst and allowed pus to come out and caused peritonitis¿. At the time of this report the patient remained hospitalized, on hemodialysis and was recovering from this peritonitis event. As the cause of the peritonitis was reported as due to a ruptured abscess, the baxter disposable devices are no longer considered suspect products in this event. Homechoice, dianeal 1.5%, 2.5% and extraneal. Should additional relevant information become available, a supplemental report will be submitted.